Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. A visual examination of the stent found the entire stent profile was damaged with severe stretching of the stent struts with the exception of the first seven struts on the proximal end of the stent. The struts on the distal end were pulled over the distal tip, distorted and crushed. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The product stent protector was not returned for analysis with the device, however based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25x32mm promus premier¿ drug-eluting stent, it was noted that the stent came off the stent delivery system. The procedure was then completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25x32mm promus premier¿ drug-eluting stent, it was noted that the stent came off the stent delivery system. The procedure was then completed with another of the same device. No patient complications were reported.